Event description:
It was reported to philips that the system could not emit x-ray. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and the completion of procedure, but the customer didn¿t provide it. It was reported to philips that the system could not emit x-ray. Philips confirmed that the system was repaired by third party. The customer never contacted to philips for evaluation and repair service. As the service was never requested by customer, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.